Manufacturer narrative:
Based on the photos provided by the customer, it is preliminarily judged that the product is authentic the user tested with other brands: ihealth test showed negative, while flowflex both show positive, the user did not conduct pcr testing.the customer did not provide a specific time for each test. The manufacturer retested the lot 241co20125 samples, the test result is qualified.

Event description:
Event details: took 4 covid self-tests today (B)(6) 2024, 2 were positive, both flow-flex kits, but 2 were negative, both ihealth test kits. The seems to indicate that both ihealth kits gave false negatives, and were thus defective, or at least less sensitive than the flow-flex kits. I followed all instructions carefully. I did have positive ihealth test last month in (B)(6) 2024 in a prior covid case. Today's ihealth tests were done at 8:30 am and 3pm on (B)(6) 2024 and were from unexpired ihealth covid-19 antigen rapid test (use by (17) 2025-04-24), lot no. (10): 241co20125 and gtin (01): (B)(4). The flow flex tests were done at 7:30 am and 9 am on (B)(6) 2024.